Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with a bolus from the pump. The customer had symptoms such as headache, feeling sluggish and thirsty. Troubleshooting was performed. The customer reported cannula not occluded. The insulin pump passed high pressure test. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.